Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 04.003.024s, lot : 1l50521, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: september 17, 2018, expiry date: september 1, 2028. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 04.003.024, lot: l985301, manufacturing site: mezzovico, release to warehouse date: august 8, 2018. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Visual inspection: the received screw has multiple mechanical damages on the surface visible, most likely referable to excessive contact with the nail. The thread flanks are flattened. The anodized layer is worn away at the damages which indicates that they were caused post-manufacturing. It is not know if theses damages occured during implementation or extraction procedure. No other visual damage could be observed at the blade. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: feature: outer diameter shaft, caliper: 3-01-19788, dimension drawing: ø 6.47 +0.05/-0.05 mm, dimension measured: 6.47 mm, result: pass. Feature: overall length. Caliper: 3-01-19788, dimension drawing: 70 0/ +0.7 mm, dimension measured: 70.44 mm, result: pass. Feature: outer diameter thread. Caliper: 3-01-19788, dimension drawing: max 6.4 mm, dimension measured: 6.28 mm, result: pass. Feature: thread pull out. Caliper: 3-01-19788, dimension drawing: 30 0/+0.5 mm, dimension measured: 30.35 mm, result: pass. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material (tan) was used according iso 5832-11. Surgical technique guide. Summary: the complaint condition of cut through the bone cannot be replicated as no pictures were made available. Moreover, the complaint condition was not able to be replicated as all the mating devices that were involved in the occurred event were not returned. Nevertheless, this complaint will be rated as confirmed due to the wear marks found on the device. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. However, based on the findings above no fault could be found in material or during the production. The actual surgical technique guide, how to handle the determination of the length and drill for caudal hip screw and on page 37, how to handle the insertion of the caudal hip screw. In the latter case it is noted that the position of the locking screw must be verified under image intensification in both planes. The reported complaint information shows, that the screw position was verified after the end cap was inserted. Based on that fact it is likely that a the reported malfunction is a result of improper handling. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the osteosynthesis surgery for femoral diaphyseal fractures by using the expert nailing system. During the surgery, after the end cap was inserted, the surgeon felt something unusual. Then, he confirmed in the image intensifier that the two (2) hip screws were cut through the bone anteriorly. The surgeon removed the two hip screws and the end cap, and then changed the recon locking screws to the standard locking screws in order to fix the bone again. The surgery was successfully completed with a less-than-30-minute delay. Patient outcome is reported as stable. No further information is available concomitant devices reported: end-cap f/a2fn cann extens. 0 tan grey (part# 04.009.000s, lot# 21p1684, quantity# 1); unk - nails: expert femoral (part # unknown, lot # unknown, quantity # 1); hip scr ø6.5 self-tap l80 f/expert lfn t (part # 04.003.026s, lot # 5l56209, quantity 1). This report is for one (1) 6.5mm ti recon screw with t25 stardrive 70mm-sterile. This is report 2 of 2 for complaint (B)(4).